Event description:
A malfunction alarm was reported with the error code malf 0. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, as this issue had occurred multiple times. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted, to put the pump into storage mode, and to return the device using a pre-paid shipping label within 10 days. The customer's shipping address was confirmed, and they understood the instructions provided.